Event description:
The customer reported that while the unit was in use on a pt the unit went to standby after the display appeared to overheat, no audible alarms were reported. The pt was switched to another unit and therapy was continued. No pt injury was reported.

Manufacturer narrative:
It was found by the tech that the reported problem could not be duplicated. The unit was tested to factory spec. It functioned normally and was returned to the customer.